Event description:
A female patient received injection with revanesse lips+. There were no concerns or adverse events at the time of injection. The symptoms occurred three weeks post injection. Swelling in lower lip at 3.5 weeks, still there by (B)(6) and was gone when she came back to see the clinic. The patient feels she cannot see the filler at all now. She works for a derm who told her to take an antihistamine which she did, and swelling went away.